Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So, the reported event could not be confirmed. A medical investigation was conducted and the data presented in this literature review article indicates that 14 patients were treated post tka with a closed manipulation to correct an unspecified implant failure. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. Some potential probable causes for this event could include but are not limited to traumatic injury, surgical technique, implant failure or design of device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
The authors of the study reported that 14 patients had an close manipulation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.